Manufacturer narrative:
(B)(6). Concomitant: oxford tmk lot#unk item#unk. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This pmi request is for a oxford tmk bearing set, for the patient, who had an oxford tmk knee implanted during a trial period. The device is no longer made to support it through standard line. It was reported that the patient has developed a soft tissue laxity and requires a thicker bearing to help stabilize the joint and tighten the soft tissue. No more information was provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided. Please anticipate to receive a report from the bridgend site.

Event description:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided. Please anticipate to receive a report from the bridgend site.